Event description:
The legal guardian for a dialysis home pt reported a system error 2240 alarm in dwell 5/10 during treatment using homechoice device. The pt ended treatment at the time of the alarm. It was noted by the pt's guardian that the pt is a very restless sleeper and somehow became entangled in the tubing of the homechoice set, kinking one of the lines so tightly that it created a leak in the tubing. There was no pt injury or medical intervention associated with this incident per the pt's guardian.